Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. A visual inspection found a complete circumferential break in the outer catheter shaft at the proximal balloon joint; the inner polyimide guidewire lumen remained intact. Therefore, the investigation is confirmed for a break. However, a visual inspection did not find the reported material deformation; therefore, the investigation is unconfirmed for the reported material deformation. The definitive root cause for the reported break and material deformation could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model va8094r pta balloon dilatation catheter allegedly experienced a break and material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.